Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the day of the call, she experienced high blood glucose of 433 mg/dl; treated with the insulin pump and low blood glucose of 43 and 37 mg/dl; treated with glucose tablets. The customer also reported that she had blood and bruising at the sensor insertion site and was receiving bad sensor alerts. She changed the sensor and kept receiving meter bg now alerts but could not calibrate do to the high and low blood glucose levels. Customer declined troubleshooting for high or low blood glucose.